Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that while performing a tha procedure on patient's right hip, the flexible handle would not hold the drill. Rep reported that a second handle and drill were already available in the operating room as a result, the procedure was completed successfully with no surgical delay and no adverse effect to the patient.